Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower door closed and tower was failed. Customer reported that the door refused to latch or open and then failed tower door making entire compartment fail. Customer tried to reboot the station, but issue was not resolved. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door closed, and tower was failed. A field service engineer applied conductive grease to all latches to resolve. The customer was successfully recovered and inventoried. The system functioned as intended after the field service engineer repaired the device.